Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested; only leaked from the needle hole in the needle chamber. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Event description:
A physician reported a certas valve (ID 828814) was implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. It was used with bactiseal barium striped catheter (ns0340). Due to suspicion of obstruction, the valve was removed and replaced on (B)(6) 2023. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to valve failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.